Event description:
It was reported that while preparing for a transcatheter arterial embolization procedure, a pouch seal was partially open. While the physician was unpacking the renegade fiber braided microcatheter, it was noted that the pouch seal was partially open. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status was noted as "fine".

Manufacturer narrative:
(B)(4).